Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor exhibited post-sensed t-wave oversensing. Programming changes were made. The patient was in stable condition.